Event description:
It was reported an issue with dafilon suture. The client reported that on (B)(6) 2024 patient had operations: ileum resection of 100 cm -pathohistology -intestinal infarction. On (B)(6) 2024 patient was reoperated. Disruption of operative wound/peritoneum and fascia. We did not found proximal end of continuous suture loop 1 under umbilicus/resorbe /ad long 10 cm, interrupted and change color from blue to white. Distal end of continuous suture was sufficient. Patient died 5 days after second surgery /renal and cardiovascular failure. Additional information: was the suture broken? Before use, the suture was continuous. Under umbilicus suture was broken. The small bowel was under skin. Did not find part of suture. Was all the remaining suture white? Part of under umbilicus suture was white. What does it mean that the distal end of continuous suture was sufficient? Remaining suture below umbilicus was blue and tissue was in good positions. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market 11,232 units. There are no units in stock in b. Braun surgical's warehouse. We have received 3 closed samples. Knot pull tensile strength results conducted on the samples received are 7.20 kgf in average and 6.60 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 2.76 kgf in average and 1.53 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the samples received comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.